Event description:
It was reported that the patient was admitted to the hospital with unwanted shocks. On interrogation the right ventricular (rv) lead was noted to have high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed. Analysis performed showed no anomalies were found, the outer insulation of the lead was extrinsically breached due to a cut. It was visually noted that the lead indicated apparent explant damage. Performance data collected from the device indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.